Manufacturer narrative:
The pt's medical records were reviewed and a clinical investigation was performed. The clinical investigation concluded there was no documentation in the medical record that indicates there was a causal relationship between the liberty cycler and the pt's peritonitis. The device was not returned to the MFR for physical eval for the reported event. However, an investigation of the device mfg records was conducted by the MFR. There were no deviations or nonconformances during the mfg process. In addition, the batch record review confirmed the labeling, material, and process controls were within spec.

Event description:
The peritoneal dialysis (pd) pt's medical records were received and there was a reported event of positive culture for peritonitis on (B)(6) 2012 while on the liberty cycler. The pt was diagnosed with peritonitis following a pd culture positive for enterobacter cloacae complex isolated.